Event description:
In the process of contacting the patient to inform them that their generator may be nearing end of service, it was discovered that the patient's ncp system was explanted due to increased seizures and left vocal cord paralysis. It was reported that the explant took place not long after the device was implanted. Reporter indicated that the patient had a short neck and that there was a problem placing the leads initially. It was also reported that the patient's neurologist kept "turning up the device" too high causing left side of the patient's face to twitch followed by choking and coughing when swallowing. It was reported that the ear, nose, throat who explanted the device felt that the high setting was the cause of the vocal cord paralysis. It was reported that the patient continues to suffer from the vocal cord problems. Further follow-up revealed that the patient's lead was replaced in 1999 and that the explant of the ncp system took place after that time (date unknown). Attempts to obtain additional information have been unsuccessful to date.